Event description:
It was reported that when the pump was switched for EKG pressure, the screen on the console went blank, pumping stopped and a constant alarm sounded. The pump could not be restarted so the pump was exchanged. There were no pt complications.